Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) the full lead was returned and analyzed. Electrical testing to determine continuity of the conductor(s) passed. The lead was received with the helix fully retracted. The distal conductor was distorted and fractured within the connector (overstress), and mechanical inspection to determine number of consistent turns to extend and retract the lead could not be tested. The distal conductor had been over-retracted and fractured. Damage at implant was noted.

Event description:
It was reported, during an implant procedure, the screw would not deploy. Consequently, this lead was not implanted. No patient complications were reported as a result of this event.